Event description:
Caller stated in 2003 that she was implanted with a silicone gel breast implant after a breast cancer. In 2018 the cancer returned. After meeting with her doctor she wanted the implants taken out but was told it is risky to explant. She later found out that the left breast is contracted, larger than the right breast and very painful. She stated that the pain is so bad that it radiates all over her body. The right breast is burning and discolored in red and blue. She stated that the doctor did not explain the risk of the implants before it was implanted. She wants the implants taken out but can not afford to pay for it. Reference report: mw5146102.